Event description:
Sic oversensing episodes, ffrw oversensing, oversensing of noise, insulation issue and crosstalk (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).